Event description:
It was reported that a micro-infusion manifold leaked from the connection of its check valve and manifold. This occurred during incoming inspection/testing of the device at the reporter¿s facility. The reporter stated that no physical irregularities were noticed with the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An air pressure test identified a leak between the check valve and manifold. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.